Event description:
The customer contact reported a delay in critical therapy. On an unspecified date and time, an unspecified channel of the device was programmed to deliver an unspecified concentration of fentanyl to a patient for reported high pain; however, no specific details were provided. A second symbiq pump was being used to deliver an unspecified concentration of hyperalimentation and a third symbiq pump was being used to deliver lipids. No specific programming parameters were provided. The customer contact reported all of the IV fluids were being delivered via a triple lumen med port which was connected to the patient's PICC (peripherally inserted central catheter). After an unspecified length of time, the nurse reported the patient was "fussy." At that time, the nurse noted "cloudy" fluid had backed up into the fentanyl tubing set. The device and tubing set were removed from clinical use. Therapy was resumed using a replacement device and tubing set. Although there was potential for serious injury, the customer contact indicated there were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.